Manufacturer narrative:
On (B)(6) 2021, bwi received additional information regarding the event. A small piece of plastic appeared to be broken off the valve area. It broke into two pieces. The valve didn¿t become detached from the sheath. Just a small piece of plastic broke off. The sheath was not being used on the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 27-oct-2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001690 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was damaged. The dilator would not advance through the hemostatic valve of the vizigo sheath and there was resistance. The sheath was replaced and the procedure was continued. A catheter not inserted into sheath. Looked like damage on valve, small piece of plastic was broken off. Sheath had trouble irrigating and looked partially blocked. The dilator was not able to move through the sheath. The sheath obstruction is not MDR-reportable. The hemostatic valve separation is MDR-reportable.